Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary : according to the information provided. It was reported that the vapr premiere50 electrode -ea that was purchased by the clinic did not function, the device makes a weird sound, and does not work. No patient consequence and no surgical delay was reported. No additional information was provided. Device was visual inspected and there was no anomalies noted, there is a white residue in a transparent tube suggesting that the electrode was activated. Upon testing , for ablate- ¿200¿ was blinking ¿ beeping and waving but no sparking and for coag ¿60¿ was blinking ¿ beeping and waving. Electrode will be sent to supplier for further investigation. Supplier evaluation result for vapr premiere50 electrode: device was not returned in the original packaging. The active tip of the electrode does not show any signs of activation, and appears to be in an out of box condition.the electrode shaft, handle, cable and plug does not show any signs of damage. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test and hipot active-return test were failed, the remaining test passed. The hipot test was repeated a further 3 times and passed each time. The device was functional testing included different values as a setting and the activation in ablate and coagulation failed. Further investigation: additional continuity tests were performed to locate the breakdown in the active circuit. Additional continuity tests: before the activation test was performed further continuity tests were carried out to locate the break in active continuity: the break in continuity was located across the electrical crimp. Supplier summary: the customer claim of the device not working was substantiated, the fault was found to be a break in the active continuity circuit. The exact location of the fault was across the electrical crimp. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation cap was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig was introduced for this device via co on (B)(6) 2019. The complaint device was manufactured prior to this change. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and a non-conformances ncr- was identified. But, it is not relevant to the complaint condition. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure, as per the surgeon the vapr premiere50 electrode -ea that was purchased by the clinic did not function, the device makes a weird sound, and does not work. No patient consequence and no surgical delay was reported. No additional information was provided.